Event description:
The patient was having generator replacement surgery due to end of service on (B)(6) 2016. During the surgery, it was determined that the silicone tubing of the lead was compromised and the lead was visible. The lead was then replaced. The explanted lead has not been received to date.

Event description:
The lead was received on 05/16/2016. Since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. Other than the typical wear and explant related observations, no anomalies were identified in the returned lead portions.